Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 09oct2019. During troubleshooting with philips technical support, the customer was advised to check the solenoid pin alignment. The customer advised that he had not had the data acquisition board off. The customer was advised to replace sol 2 & 4. The customer was provided the replacement part numbers. The customer has not responded to further attempts to follow-up for further resolution findings, therefore, this case will closed. If further information is received. The case will reopen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported error machine pressure sensor autozero failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error machine pressure sensor autozero failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.